Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was located over the rib cage and was causing discomfort. The patient underwent a revision procedure wherein the ipg was relocated and was upgraded. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.